Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. Erroneous results were reported outside of the laboratory. The initial troponin t hs stat result at 5:27 a.m. Was 69.47 ng/l. The result from a new sample at 1:00 p.m. Was 21 ng/l. On (B)(6) 2015, at 8:33 a.m. A new sample was obtained and the result was 112.3 ng/l. The laboratory staff suspected that the 21 ng/l result was incorrect. They visually checked the sample to see if there were any clots but didn't see any and repeated this sample with a result of 110.7 ng/l. They called the ICU to provide the corrected result. The ICU personnel had suspected the result of 21 ng/l to be low also. No adverse event occurred. The troponin t hs stat reagent lot number and expiration date were not provided.

Manufacturer narrative:
The results of 69.47 ng/l, 112.3 ng/l and 110.7 ng/l were accompanied by data flags. Annual preventive maintenance was performed on the instrument on (B)(6) 2015 where no issues were identified. Based on the available information, a specific root cause could not be identified. The possible root causes may be related to issues with the sample that were not detected or issues related to the instrument that were also not detected.